Event description:
During a ptca / stenting treatment procedure involving an 80% stenotic lesion in the middle portion of the rca, the express2 otw balloon was suspected to have ruptured at 9 atm's on the initial inflation during depolyment of the stent, when extrusion of contrast dye into the vessel was noted distal to the balloon. The express2 otw balloon was removed and replaced with another catheter to successfully complete post-dilatation of the stent. A 7 f introducer sheath and a 7f jr4 guide catheter were also used in this case, but which inflation device was used is unknown. Patient status is reported to be 'fine'.